Event description:
Reported via clinical study it was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. It was noted prior to the procedure that the patient had a history dating back to (B)(6) 2021 of having a pre-existing pericardial effusion. Prior to the procedure, the effusion was noted to be 5mm in size. Transesophageal echocardiography (tee) post index procedure still showed a small 5mm pericardial effusion. No intervention was performed and the patient was discharged. On (B)(6) 2026, the patient had a computed tomography (CT) scan performed for the routine 45-day follow up. CT imaging showed a small increase of pericardial effusion to 6-7mm. The patient did not exhibit any symptoms and no intervention was required. The patient medication was changed to plavix until (B)(6) 2026.

Event description:
Reported via clinical study. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. It was noted prior to the procedure that the patient had a history dating back to on (B)(6) 2021 of having a pre-existing pericardial effusion. Prior to the procedure, the effusion was noted to be 5mm in size. Transesophageal echocardiography (tee) post index procedure still showed a small 5mm pericardial effusion. No intervention was performed and the patient was discharged. On (B)(6) 2026, the patient had a computed tomography (CT) scan performed for the routine 45-day follow up. CT imaging showed a small increase of pericardial effusion to 6-7mm. The patient did not exhibit any symptoms and no intervention was required. The patient medication was changed to plavix until on (B)(6) 2026.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.